Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer booted up to black screen with no backlight on. The inverter was shorted out and the inverter cover was badly melted. The internal liquid-crystal-display (lcd) had pixilation was causing pixilation issues. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmer was powering down during cases. The programmer will be returned. There was no patient involvement reported.